Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The traveler rx is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was performed to treat a 100% stenosed, moderately tortuous, and heavily calcified lesion in the mid right coronary artery. A 2.0x15mm traveler rx balloon dilatation catheter (bdc) failed to cross due to the anatomy. The bdc was removed with resistance against the anatomy and a non-abbott balloon catheter was used for dilatation. An attempt to advance the same 2.0x15mm traveler rx bdc was made; however, failed to cross again. The bdc was removed with resistance against the anatomy. A rotor and a non-abbott balloon catheter were used for dilatation and the procedure was successfully completed with the deployment of a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.